Event description:
The customer's mother called to report that the customer was taken to the emergency room due to high blood glucose levels and ketones. The mother reported a blood glucose reading of 397 mg/dl during the call. The mother stated that the customer changed the infusion set several times prior to the event, but her blood glucose levels kept elevating. Troubleshooting was performed and the insulin pump was programmed correctly except for the time, which was off by 12 hours. The insulin pump passed the prime and high pressure tests. The insulin pump was replaced per the dr's request. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.